Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An attorney reported that at the postoperative visit six days following the intraocular lens (iol) exchange procedure, the patient complained of a "barrier" in the lower portion of the visual field in her right eye. Although the visual disturbances continued, the patient was reassured by the doctor that her symptoms would improve with time, and further evaluation was postposed until the next scheduled appointment. The patient returned to the clinic on (B)(6) 2015 and the doctor observed retinic angiosclerosis and retinal lifting of the superior sector, sparing the macula. A vitrectomy procedure was scheduled at that time. The patient was admitted to the hospital on (B)(6) 2015 for the planned procedure, and she noted that since about a week she had experienced sudden reduction of vision in the right eye. It was observed that the retinal lifting was brushing the macula at that time. The diagnosis and indication for surgery was retinal detachment. It was noted on (B)(6) 2015 that the retina was on the plane in the right eye. As the patient was still concerned about her visual acuity, pain, and "other subjective symptoms" a month later, she consulted another doctor in milan, who observed a retinal detachment in the right eye. The patient was admitted to the hospital on (B)(6) 2015, at which time tyndall, uptake of iol in the nasal section, and total retinal detachment were observed. Surgery to correct the retinal detachment was performed on (B)(6) 2015, and the patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was again hospitalized and surgery performed for relapse of the retinal detachment. The patient was discharged on (B)(6) 2015. During a follow-up visit on (B)(6) 2015, the doctor observed peripheral liquid in the temporal sector (peripheral membranes), and vitreous-retinal proliferation (pvr). At present, the patient complains of sever reduction in visual acuity, redness, and continuous pain. The patient consulted a neurologist on (B)(6) 2016 regarding the events concerning her right eye, who observed an "important deflection in the mood secondary to unsuccessful surgical procedure" and recommended pharmacological therapy and psychological support. The patient also consulted a psychologist on (B)(6) 2016 regarding the events concerning her right eye, who concluded that there was a "post-traumatic disturbance due to stress with depressive tracts" and recommended psychotherapy treatment. The most recent clinical evaluation in the anterior segment of the right eye showed sclera-conjunctival sequels of the different surgical procedures, stitches, pigmentary endothelial accumulations in peripheral sectors of the cornea, iris-superficial scarring anterior at the intraocular lens (iol) in the upper part, and papilla in mydriasis, not reacting. Posterior segment evaluation confirmed that the retina was attached.